Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event. (B)(4).

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2012. The revision surgery was due recurrent dislocations. During the revision, metallosis and a pseudo-tumor was noted. All of the original implants were removed and replaced with non-omni product. The acetabular shell, acetabular insert, cancellous bone screw, femoral head, arc neck, and arc stem were removed.